Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of dexcom g7 glucose data display on the ilet system, described as three lines indicating lost connection, which resolved spontaneously without intervention and without impact to blood glucose values. Symptoms included no adverse physiological effects. Outcomes included no injury and no need for medical care or hospitalization. Investigation included user guidance and troubleshooting education. Investigation of this case revealed a transient signal loss between the continuous glucose monitor and receiving device, with normal function restored and no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication disruption.